Manufacturer narrative:
The subject device is not available.

Event description:
During a thrombectomy procedure, it was reported that after successfully removing the clot in the n2 with the subject device, the same device was used to retrieve the a2 clot. However, upon retrieval the device felt stuck. Multiple attempts were made to retrieve the device and each time a lot of resistance was felt. The physician was worried about damaging the vessels or breaking the stent and having a piece in the patient. Finally the device was removed successfully with no adverse effects. No further information is available now.